Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Patient representative reported left side "pain, sensitivity to pressure, tension, limitations in movement, suspicion of device rupture, capsular contracture baker iii, breast was deformed and changed, anxiety, depression, sleep disorders." The device remains implanted.